Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Hydrocephalus is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported thrombus formation was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient underwent a microneurosurgery in the basal ganglia using an artemis neuro evacuation device (artemis) on (B)(6) 2018. On (B)(6) 2018, the patient developed hydrocephalus. The physician, therefore, performed another procedure and inserted an external ventricular drain catheter via the prior burr hole. The hydrocephalus was considered resolved as of 5-jun-2018.

Event description:
Additional information received on 03-oct-2018 indicated that the serious adverse event of hydrocephalus was adjudicated to be unrelated to the artemis, the index procedure, and to the comorbidity.